Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient's incision site opened up. The device was explanted and there have been no reports of further complications regarding this event.